Event description:
Patient presented to the physician with a portion of the stimulation lead body eroded through the skin at the neck incision site. Physician brought the patient into the or, opened the neck incision, removed excess scar tissue, flushed the area with betadine, tucked the lead body, and closed the site.

Event description:
Patient presented back to the physician with the stimulation lead protruding superficially toward the skin at the neck incision site, posing a potential risk of erosion. Physician brought the patient into the or and removed the entire inspire system.